Manufacturer narrative:
As reported, the hemostasis plug of a 6f exoseal vascular closure device (vcd) was hanging in the distal end of the device after the deployment button was depressed and the device removed. It was determined that the plug had not been placed, and hemostasis was achieved by manual pressure. There was no patient injury. The device was used per usual. Additional information was requested but not provided. The device was not returned for analysis. One photo was attached to the event (B)(4). In the photo, a plug covered in blood is observed. No anomalies nor outstanding details could be observed on the images provided. A review of the manufacturing documentation associated with lot 18359895 presented no issues during the manufacturing process that can be related to the reported event. The reported event by the customer as ¿vascular closure device (vcd) ¿ deployment difficulty - partial deployment¿ was not confirmed since the only photo showed the plug deployed and covered in blood. The photo does not provide sufficient information to determine whether there is a manufacturing-related issue or not. The information is insufficient to draw any further conclusions. Without the return of the device, it is not possible to determine what factors may have contributed to the issue reported. Procedural, handling, or anatomical factors could all have been factors that contributed to the reported event. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, the limited information for review, and the picture analysis, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the hemostasis plug of a 6f exoseal vascular closure device (vcd) was hanging in the distal end of the device after the deployment button was depressed and the device removed. It was determined that the plug had not been placed, and hemostasis was achieved by manual pressure. There was no patient injury. The device was used per usual. The device will not be returned as it was discarded due to infectious disease. A photograph was provided for analysis.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.